Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the reagent mixer 1 was not spinning properly. The cse manually moved the mixer and found that it was stiff and the motor was warmer compared to the other mixers. The cse then moved the paddle and found that there was salt deposit. The cse replaced the mixer paddle and motor. The cse ran calibration and quality control, which were acceptable. The cause of the discordant, falsely elevated ca_c result on one patient sample was due to the malfunction of a reagent mixer 1. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated concentrated calcium (ca_c) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower than the initial result and matching the clinical picture of the patient. The corrected result obtained on the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_c result.